Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Our field service engineer (fse) investigated the ventilator. The reported event could not be reproduced. The ventilator was tested with a test lung and the reported event did not reoccur. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date and time, alarms for vt inspiratory overrange, inspiratory flow overrange and check tubing were generated. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator did not supply gas during patient treatment. There was no patient harm. (B)(4).